Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of an entire ams 700 inflatable penile prosthesis due to unspecified reason. Additional information received stated that the cylinders would not inflate due to perforation. The patient was reported to be satisfied with the procedure.